Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) experienced a system over temp, the iabp was stuck on a continuous pressure source, and it could not switch to ECG. There was no patient harm.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. E1 initial reporter was shortened due to character limitations. The complete name is (B)(6).

Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) experienced a system over temp, the iabp was stuck on a continuous pressure source, and it could not switch to ECG.

Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings,, investigation conclusions),h10. Corrected fields: h6(medical device - problem). A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse connected an ECG simulator and was unable to get a clear ECG wave. The fse found that the ECG trunk cable strain relief was torn and there was dry blood on the contacts of the cable. The fse replaced the ECG trunk cable (0012-00-1812-01) and was able to successfully trigger from ECG. Upon further inspection, the unit failed the patient interface module test. The fse replaced the pneumatic module assembly (0997-00-1178). The patient interface module test passed. The fse performed a preventive maintenance (pm), full calibration, and tested the unit. The unit passed all functional and safety testing. The iabp was returned to the customer.